Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing pocket stimulation. Device interrogation revealed that the pulse generator exhibited backup vvi. The device was explanted and replaced on an unknown date. No additional information was reported.